Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected number ramping or scroll bar anomaly was noted. The buttons responded properly. However, corrosion was found on the keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the numbers kept scrolling. The caller removed the battery and reinserted. The customer's blood glucose was 150 mg/dl. The discontinuation of the device was advised. Nothing further was reported.